Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an error when inputting the values for a customer q laser treatment of the right eye. The treatment should have been a -2.00 to treat 30 microns but instead 72 microns were treated. The patient was noted as being over corrected and will have an enhancement done once healed from treatment. The patient was seen in follow up and noted lens clear and cornea clear. No additional information available.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Review of the logfiles for the day of treatment shows no error messages or other abnormalities that could contribute to the reported event. The system passed successfully all initialization steps and the user performed a gas change skipped the scanner test and performed the needed energy and eye tracker without any issue. The fluency test was also completed successfully without any problem. No technical problem or abnormalities which are detectable in the logfiles. Clinical review shows the user entered the two maximum values for q 1 = -1 and q2 = + 1 by mistake, but then treated them to the mean 0. Due to the large change in the value of a massive irregular astigmatism overcorrection was caused. According to the user manual, the range for q can be adjusted between the minimum value (-1.00) and maximum value (0.00). In this case the user entered the q2 = + 1 that is out of the range. The root cause is user error. The manufacturer internal reference number is: (B)(4).